Event description:
Report received from (B)(6) states: "cutter did not cut. No pt impact. "Add'l info: the event occurred as a "demo". Aspiration "worked" on the product.

Manufacturer narrative:
The device was requested for eval; however, has not been returned. Should add'l info become available, a supplemental report will be submitted.